Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where "when changing out batteries, shortage occurred to harness and shorted out" was neither confirmed nor reproduced during product evaluation. However, the pump was sent to baxter without main batteries. Quality engineering confirmed the missing batteries as the determined problem. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump where "when changing out batteries, shortage occurred to harness and shorted out." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.